Event description:
A home patient (hp) contacted global technical services requesting assistance with starting over with new supplies on the home choice (hc) machine. The hp explained he may have contaminated the patient line connecting the extension line and wanted to start over with new supplies. The technical service representative had the hp cycle power to start over with new supplies. A follow up with the care giver (cg) was done by phone. The cg said they were told by baxter not to take any chances and to start over with new supplies. Per the cg, they set up with new supplies and the hp continued therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line while adding the extension set. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint information to identify the root cause; therefore the root cause of the complaint was undetermined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.